Event description:
Upon receipt of device sample for investigation, no parts of the knife blade were disengaged from th device. Instead, a portion of the overmold on the devices jaws was detached and the detached portion was returned with the device sample.

Manufacturer narrative:
(B)(4). Visual inspection found that part of the overmold had broken off the jaw. The broken piece was returned with the device. The knife blade was not broken or damaged. The damage to this instrument is similar to damage caused when the overmold contacts the sharp edge of the trocar and cuts into the plastic overmold of the moving jaw. This most likely occurred when the device was being removed from the trocar without the jaws being fully closed. There is nothing known in the manufacturing process that would cause this type of overmold damage. The investigation identified the root cause of the damaged device to be user error. The IFU states to carefully insert and withdraw instruments from cannulas (trocars) to avoid possible damage to the devices and/or injury to the patient.

Event description:
The customer stated that the part of the blade was disengaged from the device, fell into the patient's cavity, and was retrieved. No tissue damage. No patient injury reported. All pieces were returned with the device.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.